Event description:
On 15-apr-2024, a customer in the united states notified biomérieux of observing quality control vidas (qcv) test failure when using mini vidas blue 110 / 220 v (ref. 99737 serial number (B)(6)). The qcv error appeared on 15-apr-2024. The position a2 failed two times the qcv test. The section a was then disabled. The last conform quality control vidas (qcv) test was made on 08-apr-2024. Between the 08-apr-2024 and 15-apr-2024, thirteen samples were concerned and were then re-tested after the qcv issue appeared. From the thirteen samples, one sample analyzed on 15-apr-2024 gave a result of 0.55 ng/ml for vidas® brahms pct before the issue and < 0.05 ng/ml for the re-test made the same day. Qcv done on 18-apr-2024 was valid. The customer use to perform the qcv test on a weekly basis as mandatory. The customer confirmed that the discrepant result did not lead to any adverse impact to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
1-complaint description ***********************" on 15-apr-2024, customer in the united states contacted biomérieux following a quality control vidas (qcv) alert, on position a2 on mini vidas® (serial number: (B)(6) customer performed a second qcv which failed again. A field service engineer (fse) was dispatched in order to repair and qualify the instrument on 18-apr-2024 between the customer contact date (15 apr 2024) and the fse intervention (18-apr-2024) the customer didn't use section a. 2-problem confirmation *********************** a qcv failure is not an abnormal behavior. It means that the qcv test played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the system risk analysis. An fse was dispatched in order to repair and qualify the instrument on 18-apr-2024. The fse investigated the issue at the customer site. 3-detailed results of the investigation *********************** the fse performed several actions: - section visual inspection - visual inspection (on the tray, on the door, on the shield insulate plate, on the frame bottom ) - perform pump cleaner on the section a - perform pump tester (pump tester value a2: 197, all other values >180) - check door plunger ball. - check stricker plate. - check spring integrity - check free and smooth vertical movement of spr blocks - check spr block alignment - check tower height - check tray depth - check pump block (movement, pump sensor. After all the previous check, no issue was detected. - system qualification qcv failure root cause was: pump channel clogged on position a2. Action to solve it: pump cleaner used. Following fse intervention, the system was operating per manufacturing specifications.